Event description:
Customer reported that on (B)(6) 2012, she started to feel sick, so she checked her blood glucose and it read "high" (>500 mg/dl). She tested for ketones and it was negative. She changed the device and her blood glucose came down. When she removed the subject device she observed that the cannula was coming out.

Manufacturer narrative:
The returned device was evaluation and performed as designed. No malfunction or mfg defect that would have contributed to reported high blood glucose was found. The customer observed that the cannula was coming out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia; it can't be confirmed by laboratory testing. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and o check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."